Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke and upon removing the needle guard, it detached close to the site while the patient was sleeping on the bed. The site location was left side of patient's abdomen and the pump was worn in the cleavage. The infusion had been in use for one day and the infusions were stored in the office. Reportedly, the pump was not dropped with the set connected to the patient's body. No further information available.